Event description:
Consumer reports getting very erratic readings when testing analysis run on clark error grid using mean avg. Reading (55) as ref. Point vs. Bd reading (27, 83) yielded data points in the d range of the grid, outside acceptable limits.